Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Other-technical: observed, four openings on plug strap side assessed as surgical damage. Plug strap is not separated. Additional observations: creases are observed. Two openings in anterior side assessed as surgical damage. White particles in device inner surface are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other-technical. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concerns with the product. Healthcare professional later reported left side plug strap separated. The device has been explanted and replaced.